Event description:
It was reported that the patient presented in clinic for device changeout procedure. During procedure, it was observed that the right ventricular (rv) lead had an insulation damage and upon testing the rv lead exhibited noise. The rv lead was capped on (B)(6) 2022. Patient condition was stable.